Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g2; g3; g6; h1; h2; h4 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty using non-zimmer biomet products on an unknown date. The patient underwent a revision surgery approximately nine (9) years ago due to an unknown reason. Subsequently, the patient underwent a second revision due to an unknown reason approximately five (five) years ago.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty using a non-zimmer biomet system approximately twenty-one (21) years ago. The patient was revised approximately twelve (12) years later due to an unknown reason. Subsequently, the patient was revised approximately five (5) years and one (1) month ago due to the implant fracturing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b1; b5. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.